Event description:
It was reported that there was an infection at a month post implant.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. This was the only report of infection from lot number a81796. A review of the manufacturing and sterilization records showed no anomalies.